Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The sample was functionally tested by re-priming which identified a leak between the male luer inlet port and the tubing. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free IV connector leaked at the y-site during infusion of saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.